Event description:
The customer returned the camera head to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had poor water tightness of cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: The cause of the customer reported malfunction was due to detachment of cable unit.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.